Event description:
The fe reported precharge error message display during repairs. This message will likely result in a boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, power cap module, and the filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.